Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted surgically into the right femoral artery in a 80-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography and interventions (scai) stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had an oropharyngeal bleed believed to be related to the nasogastric (ng) tube. Due to the need to maintain support with the impella device, the physician elected not to pause the heparin infusion at that time. The insertion site was also noted to have a small amount of oozing. The dressing was changed and the insertion angle was adjusted, which resolved the issue. There was also concern for thrombocytopenia during this time. No changes to impella function or performance were reported. While on support, the device functioned as intended at p-9 at 3.4 l/min with d5w sodium bicarbonate in the purge solution. After one day on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in acute decompensated cardiomyopathy, dependent on vasopressor support, complicated by stage e shock. Bleeding is a known risk due to the impella's anticoagulation and purge requirements; however, can also be attributed to the patient's coagulopathy condition.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of minor bleed/pdi was most likely use related since the clinical team confirmed the bleeding was resolved after the insertion angle was adjusted and no issue was found on the pump. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D9: added devices return information.